Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported an error #307 was detected on the system, indicating a fault with universal surgical manipulator (usm) 4. The site observed that the arm was faulted but did not require arm 4 for the ongoing procedure, so the arm was disabled and the case continued as planned. An emergency power off (epo) was planned between cases, and the site communicated that they would call back if further support was necessary. Review of system error logs indicated that the issue was likely related to the universal surgical manipulator (usm). Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the type of da vinci-assisted surgical procedure was performed by the surgeon was xi. The time of the surgery was 7:30 am. Patient demographics were not provided.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 4. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 4 for failure analysis investigation. The unit was analyzed and in logs, the 307 error was found indicating node not present: acs a fault on the usm, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto an in-house system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the acs printed circuit assembly (pca) and parallelogram fiber assembly were inspected, and no faults could be identified.

Event description:
Refer to h11 for follow-up information.